Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right atrial (ra) lead exhibited low impedances, resulting in increased mode switching. The lead was capped and replaced. No patient complications have been reported as a result of this event.